Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implantation the implantable cardiac monitor (icm) experienced intermittent oversensing p-waves and the device counted as r-waves. The icm remains in use no patient complications have been reported as a result of this event.